Event description:
Additional information received reported that the healthcare provider (hcp) was assessing the event relation to device. Per the reporter, the hcp was ¿losing faith¿ in the new ascenda catheter, and may want to go back to using the old catheter, which was no longer available.

Event description:
It was reported that the patient had a cerebrospinal fluid (csf) leak at the catheter dura entry site during the implant procedure on (B)(6) 2013. It was noted that the patient experienced a headache. A blood patch was done on (B)(6) 2013. It was also noted that the physician questioned if this was related to this type of catheter. The drug in the pump was not known. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8835, serial# (B)(4), product type programmer, patient. (B)(4).